Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by five minutes, cause was unknown. Subsequently, the customer corrected the time but inadvertently input am instead of pm into pump time setting. There was no impact to the customer¿s blood glucose. Tandem technical support assisted the customer with correcting the time.